Manufacturer narrative:
The lot was manufactured between august 1, 2023 ¿ august 3, 2023. The device was received for evaluation. A visual inspection was performed via the naked eye, and fluid inside the bag that contained the unit was observed. The leak was coming from an untightened winged luer cap. A visual inspection under the microscope was performed, and no signs of surface roughness inside the cap were observed. A functional leak test was performed after securely tightening the winged luer cap, and no leak was observed. The reported condition was verified. The cause of the leak could not be determined; however, may be due to use error by not securely tightening the winged luer cap. The product label (IFU, instructions for use) indicates to ensure the cap is securely connected after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked inside the orange packaging. This was observed during device labelling with pharmacy instructions for use. The device contained 8000mg flucloxacillin in 230ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.